Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of hemorrhage and medication are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to, manufacturing, and user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.b3 - date of event : updated from estimated to the actual date d4- catalog # has been changed from "unk" to "12773-03".

Event description:
Follow-up with the account was performed and it was stated that it was impossible to conclude that the reported "patient presented with complicated hypotensive bleeding necessitating red blood cell transfusion and vasopressor medication" was caused from the prostyle device. No additional information was provided.

Manufacturer narrative:
B2: estimated date of procedure. Literature attachment: title: "a post-closure technique using a single perclose device in the removal of a transfemoral impella catheter". Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported via a research article that there was an unsuccessful arteriotomy closure of the right common femoral artery using a perclose device after an impella extraction interventional procedure using an 8f sheath. There was a subcutaneous hematoma around the impella device which was considered a possible cause of the unsuccessful closure. The perclose device failed to achieve hemostasis, resulting in surgical conversion with the ballooning of the ipsilateral iliac artery via the contralateral common femoral artery. The patient presented with complicated hypotensive bleeding necessitating red blood cell transfusion and vasopressor medication. The patient was discharged alive. Additional information can be found in the attached article "a post-closure technique using a single perclose device in the removal of a transfemoral impella catheter".